Manufacturer narrative:
Product event summary: analysis confirmed the reported issue, the stylus and cursor did not align on the screen. The stylus was able to be corrected with twenty five point calibration, and was left on for forty eight hours with no anomalies observed. It was also found that the power cord bay was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus and cursor did not align, even after calibration. The cursor was not able to reach all corners of the screen even when the stylus was held in the locations. The programmer has been returned for service. There was no patient involvement.